Event description:
During a right pneumonectomy and medial node dissection, three reloads all misfired, cutting and not completing a formed staple line. The devices were not completing a formed staple line. The devices were not smooth on firing and formed some part of the staple line, but it was incomplete, leading to a large opening in the pulmonary artery requiring oversewing. The surgeon changed devices and the same thing happened on subsequent firing of the reload only. There was no reported pt consequence.